Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to patient complaining of dysphotopsia. The suspect iol was replaced it with a dib00 12.5 diopter power. It was noted that there was incision enlargement. There was no patient injury reported. The explanted iol is not available for return. At 2-week post-op iol exchange patient's visual acuity is 20/25. The patient is doing well enough post-explant, that the doctor recommended cataract surgery on fellow eye. No other information will be available.